Event description:
Additional information: it was later reported the catheter was replaced due to disrupted catheter. It was further reported that the pump delivered morphine/clonidine.

Event description:
Additional information received later indicated that the patient had a catheter revision on (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: programmer: 8835, serial# (B)(4). Catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011. The initial MDR was filed as MFR report # 3007566237-2012-00675. Additional review indicated the correct manufacturing site is # 3004209178.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had a motor stall. The pump was delivering clonidine. Additional information has been requested but was not available at the time of this report.